Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the patient had complex anatomy which resulted in the delivery system slipping and it could not be placed stably. The ipg and delivery system were removed and will be replaced with a transvenous system on a later date. No patient complications have been reported as a result of this event.